Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge change errors while loading multiple cartridges. Blood glucose was 284 mg/dl. The customer had insulin pens to use for an alternate insulin therapy.